Event description:
A patient reported experiencing inaccurate low results with a surestep meter. The patient's blood glucose results were 3.5 versus the labs 7.5 mmol/l. Tests were done within 20 minutes with a difference of 50%. Patient did not experience any adverse events. No further information has been reported.